Event description:
During the colonoscopy procedure, the forcep wire of radial jaw 3 was loose and damaged the scope. No harm to the patient. The case was completed with another of the same device. The patient is reported to be fine.

Manufacturer narrative:
The device has not been returned. A device analysis is not available, therefore, the relationship between the device and the cause of the event is undetermined.